Event description:
Patient had successful placement of retrievable bard meridian infrarenal inferior vena cava (ivc) filter. She returned about 4 months later for removal. X-ray of chest showed broken piece of filter in ivc. Computed tomography (CT) scan was taken after broken piece and filter removed from ivc. CT showed 2nd piece in patient's right ventricle. Patient was admitted to hospital and under general anesthesia, had removal of migrated piece of filter from right ventricle. Procedure was successful.======================manufacturer response for retrievable bard meridian ivc filter, bard meridian ivc filter (per site reporter).======================we reported to medsun a prior meridian ivc filter breakage at our hospital. Bard responded via letter stating filter fractures are a known complication of vena cava filters.what was the original intended procedure?to remove a temporary (retrievable) bard meridian ivc filter from patient.device #1is this a laboratory device or laboratory test?no.